Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported analyzer alarms, qc issues and stated they received a questionable low intact human chorionic gonadotropin + the ss- subunit (hcg+ss) result for one patient sample. The first result performed from a sample cup aliquoted on a modular preanalytic analyzer (mpa) was 0.100 iu/l with a data flag and was released to the ward. The ward called the lab asking for a repeat test. On (B)(6) 2014, the original tube was tested and the result was 2071 iu/l. No adverse events were reported. The hcg+ss reagent lot number was 175098. The expiration date was requested, but was not provided. The engineer visited the site and checked the liquid level detection (lld) voltage on the sample probe. The sample probe was changed. The investigation determined the cause to be the sample probe based on the voltage change in the lld after the probe replacement. Review of the provided alarm trace indicated the alarms reported by the customer could have been caused by the issue with the sample probe.